Event description:
Same case as MFR#: 2134265-2010-00430, 2134265-2010-00429, 2134265-2010-00431. It was reported that post a coronary drug-eluting stenting treatment procedure, the pt expired. Angiography confirmed stenosis at the left anterior descending (lad) artery and the left circumflex (lcx). The lesions were predilated with a 2.0x15mm apex, 2.5x20mm apex and 3.0x8mm quantum maverick coronary balloons. Then, a 2.5x18mm non-bsc stent was implanted at the distal lcx and a 2.75x29mm non-bsc stent was implanted at the proximal lad. Next, a 2.25x12mm taxus liberte was advanced to the mid lad and deployed. The pt suddenly expired three hours after the procedure. Additional info has been requested and is not available.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.